Manufacturer narrative:
It was originally reported that 3 devices experienced the reported issue; however, it was later determined that only 2 devices experienced the issue. B5 has been updated to reflect this.

Event description:
This report summarizes 2 malfunction events, where it was reported there was inadequate patient restraint. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; the devices had missing components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported there was inadequate patient restraint. There was no patient involvement.